Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) have not been returned for investigation. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient's death. Device manufacture date: monitor: sn (B)(4): 04/27/2016 initial use; electrode belt: sn (B)(4): 04/22/2016 initial use.

Event description:
A us distributor contacted zoll and reported that a patient passed away on (B)(6) 2016 while wearing the lifevest. The patient was in the hospital at the time of passing. The patient's mother and a nurse alleged that the lifevest was "not working" as the patient was on telemetry and a treatable rhythm was detected by the telemetry. At 4:28:44 pm on (B)(6) 2016, the patient was in ventricular tachycardia (vt) at 155 bpm for 18 seconds before receiving a non-lifevest defibrillation from hospital staff. The patient's post-shock rhythm was ventricular fibrillaiton (vf) with motion artifact. The detection sequence stopped at 4:29:13. The patient was only in the detection sequence for 18 seconds before a non-lifevest defibrillation was delivered, this was not enough time for the lifevest to deliver a treatment. Bystander interference prevented the lifevest from delivering a treatment. There is no indication of product malfunction contributing to the patient's death. The lifevest properly detected the arrhythmia. There is not indication that the lifevest cause or contributed to the patient's death as the patient was externally defibrillated by hospital staff. A us distributor reported that a patient died on (B)(6) 2016. The patient's mother reported that the patient was wearing the lifevest. The patient's mother stated that the lifevest did not alarm and did not defibrillate. The patient's mother stated that the patient was on hospital telemetry at the time of passing, and that the hospital telemetry detected sudden cardiac arrest (sca) and alarmed. The patient's mother stated that the hospital staff worked for an hour on the patient performing CPR and using shock paddles, and that the lifevest was removed while the hospital staff was working on the patient. The patient's mother stated that a nurse advised that the lifevest was not working and that the device did not alarm. The lifevest has not been returned for evaluation. Multiple attempts have been made to recover the equipment. However, at this time the lifevest has not been returned for evaluation. At this time, no ECG or flag data is available for review from the time surrounding the reported sca event and subsequent passing.

Manufacturer narrative:
Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not been returned for investigation. No download data is available for review from the day of the patient's death. The patient passed away on (B)(6) 2016, and the last download available is from 09/12/2016, prior to the patient passing. No arrhythmias were detected on the last day of the available download data. There is no download data available surrounding the death. The review of the software flags from the last download (09/12/2016) consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. At this time, the software flag files do not suggest a device malfunction has occurred that would contribute to the patient passing. Device manufacture date: monitor: sn (B)(4): 04/27/2016 initial use, electrode belt: sn (B)(4): 04/22/2016 initial use..

Event description:
A us distributor reported that a patient died on (B)(6) 2016. The patient's mother reported that the patient was wearing the lifevest. The patient's mother stated that the lifevest did not alarm and did not defibrillate. The patient's mother stated that the patient was on hospital telemetry at the time of passing, and that the hospital telemetry detected sudden cardiac arrest (sca) and alarmed. The patient's mother stated that the hospital staff worked for an hour on the patient performing CPR and using shock paddles, and that the lifevest was removed while the hospital staff was working on the patient. The patient's mother stated that a nurse advised that the lifevest was not working and that the device did not alarm. The lifevest has not been returned for evaluation. Multiple attempts have been made to recover the equipment. However, at this time the lifevest has not been returned for evaluation. At this time, no ECG or flag data is available for review from the time surrounding the reported sca event and subsequent passing.